Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, while making pilot hole the tip of the gear shaft was broken. Tip of shaft remained in the patient. No patient complications as a result of the event.